Manufacturer narrative:
The reported event was unconfirmed because the reported failure could not be reproduced. The device met relevant specifications. The product was used for patient treatment. The product had not caused the reported failure. Visual evaluation of the returned sample noted one opened (without original packaging), used two-way silicone foley. Visual inspection of the sample noted 1 two-way foley catheter inflated balloon with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and allowed to rest with no issues. With syringe attached balloon deflated in 1 min 13.60 sec passively with no issues. The reported failure could not be reproduced. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. As the reported event is unconfirmed a labeling review is not required. The actual/suspected device was evaluated.

Event description:
It was reported that the foley catheter balloon unable to inflate after the placement. The foley catheter was removed. After removal, the user injected the water again, but it was quite hard and difficult to inflate.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the foley catheter balloon unable to inflate after the placement. The foley catheter was removed. After removal, the user injected the water again, but it was quite hard and difficult to inflate.